Manufacturer narrative:
Additional information: device evaluation: lens returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to lens. Corrected data: device code 1494: off-label use (under 21yrs of age at date of implant). (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -14.00/4.5/093 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to lens rotation not associated to a low vault. This exchange resolved the problem.